Event description:
It was reported from the office of falls dental that a silent nite appliance was missing an anchor. No additional information was provided regarding the circumstances surrounding the event.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).